Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and determined there was an intermittent loss of network connectivity to the image processing computer (ipcc). A philips field service engineer (fse) visited the site and determined the ipcc hard disk drive (hdd) was giving errors. After replacing the hdd, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to perform exposure. Upon further troubleshooting actions, the fse found that the issue with the ipcc hard disk drive (hdd) was giving errors. The fse resolve the issue by replacing the hard drive in ippc and restore the backup. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.